Event description:
It was reported that the patient presented to the emergency room experiencing syncope and had a heart rate in the thirties. The ventricular lead exhibited intermittent loss of sensing and loss of capture; the lead was noted to be fractured. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).